Event description:
It was reported that since two days ago, there was difficulty recharging the implantable neurostimulator (ins) in the pt's thigh. X-rays were taken. It appeared that the leads were "coming out to the left", but this was not confirmed by the health care professional. The pt had not charged the ins, which was completely discharged and did not come back after a power on reset was attempted. The ins was replaced, after which the pt had stimulation.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.